Event description:
A male pt underwent initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Over time, the left iliac limb disconnected and there was only a half stent overlap on the right. The physician went in on the same day and placed an add'l iliac leg graft on each side with success.

Manufacturer narrative:
Eval: still under investigation.